Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request had been submitted.

Event description:
It was reported "fiber was firing straight." No report of patient or end user injury.